Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 02/24/2015. The recall classification number is z-1381-2016 and z-1382-2016. Patient information currently unavailable.

Event description:
The hospital reported that, during a case, the unit had a software failure the clinician reportedly cycled power and resolved the reported complaint. There was no reported patient injury.